Event description:
It was reported by the sales rep via the phone that the doctor performed an abdominal hysterectomy on a patient. Intergel was used at the end of the procedure. The patient was admitted to the hospital over this past weekend. The patient had a bowel obstruction which required additional surgery. Additional contact with the physician provided the following information: the reproductive endocrinologist performed a lysis of adhesions and a bilateral salpingectomy on a patient with severe adhesions. The patient had a history of pelvic infection as a result of a sexually transmitted disease. Patient had multiple laparoscopic adhesiolyses. During one of them, patient had an unrecognized bowel perforation that was subsequently treated by laparotomy, resection, and re-anastomosis. The reproductive endocrinologist planned a bilateral salpingectomy in preparation for ivf. The patient was bowel prepped upon entering the abdomen, dense bowel adhesions were encountered. The reproductive endocrinologist stated that it took 2 hours to lyse the adhesions and get into the pelvis. The reproductive endocrinologist was able to identify the area of prior anastomosis and stated that it appeared normal. She identified and excised both tubes. The ovaries were not identifiable. At the end of the procedure, there was no bleeding. She performed a mass closure and instilled intergel through a red rubber catheter just before the last few stitches were placed. The patient was passing flatus and eating on day 2 and was discharged. Patient was seen on day 4 for staple removal and reported no gi problems. On day 10, patient developed nausea, vomiting and abdominal distension. Patient was admitted to the hospital by a general surgeon. The general surgeon inserted a tube (not known whether ng or intestinal) and treated the patient conservatively. The symptoms resolved in 48 hours without surgical intervention. Interpretation of events by a qualified medical professional determined that the initial event report from the sales rep is likely to have been in error, as the procedure initially was described as an abdominal hysterectomy, but the subsequent discussion with the treating physician identified the proceudre as a salpingectomy in preparation for in vitro fertilization (a planned procedure inconsistent with prior hysterectomy). The additional statement by the sales rep that there was bowel obstruction which required additional surgery may have also been erroneous, as the treating endocrinologist made no such reference. The symptoms on day 10 therefore have been interpreted as possible bowel obstruction vs. Possible ileus. Further attempts are being made to clarify this uncertainty.